Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, the vessel sealer extend (vse) instrument was used for a surgical task and initially, the jaws of the instrument would properly grasp/seal the tissue and cut/cauterize. Later, the vse would grasp, but would not cut/cauterize completely. The customer ensured the instrument was properly placed, and also unplugged and re-plugged to another bipolar port on the erbe machine, but the issue persisted. The customer tried two vses with the same lot number and the issue persisted. The customer switched to a third vse with a different lot number, but the same problem continued. The use of the instrument was discontinued, and it was replaced with a backup. The user completed the procedure using the same system. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument, however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was placed and driven on an in-house system. The instrument passed recognition, engagement, cut and sealed as expected. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no logs available during testing. No product issue was identified.